Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.model# was not provided.

Event description:
A doctor's office contour meter, from (B)(6), gave a blood glucose reading of 114mg/dl. The lab result on the patient was 700mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the strip information was not provided. It was requested the test strips be returned for evaluation.